Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted they replaced the gpio and reflashed the firmware. The imaging system then passed the system checkout and was found to be fully functional. The suspected gpio was returned and noted as unused with trac seal intact.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the trackers on the imaging system were not working. The site tested both the left and right to confirm. They used the same navigation system to test the trackers. It was confirmed the trackers were not being detected by the camera. There was no patient present when this issue was identified.